Manufacturer narrative:
Monitor sn (B)(4) and monitor sn (B)(4) were returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Electrode belt sn (B)(4) was returned to the distributor for evaluation. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 at 7:08 pm. Review of the patient's download data revealed that prior to passing, the patient experienced one inappropriate treatment from the lifevest. At 9:21:44 am, the patient received the inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus tachycardia at 105 bpm with motion artifact and tall t waves, the post-shock rhythm was sinus rhythm at 90 bpm. Double counting and motion artifact contributed to the false detection. The lifevest was shut down at 4:48:38 pm. The patient reportedly passed away at 7:08 pm.